Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there were multiple call service alarms. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/20/2015 with the following findings: a review of the black box shows a call service 054 alarm followed by a pump reboot event on (B)(6) 2015. The pump was exercised for 24 hours for a period of 5 days with no alarms being observed.